Event description:
It was reported that during a urinary organ procedure, the device was activated with the foot switch, but it was not activated with the hand switch. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 05/31/2007. Information anticipated, but unavailable at this time.